Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (aaa). On (B)(6) 2022, the patient presented with aneurysm enlargement and underwent reintervention. A type ii endoleak from a lumbar artery was treated by coil embolization. A possible type iiib endoleak 2 cm below the proximal edge of the stent graft was observed. To treat the possible type iiib endoleak, two additional stent grafts were implanted proximally. The patient tolerated the procedure. The physician stated that the possible type iiib endoleak was not confirmed. It was not determined if it was just a portion of the vessel becoming calcified or if the graft material was damaged.